Manufacturer narrative:
The device was returned to olympus for inspection. Based on the findings of the investigation, the probable cause was determined to be component damage resulting from wear, deterioration, deformation, or physical stress. No design or manufacturing deficiencies were identified. The most probable cause of this complaint is expected or random component failure. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, a chip was identified on the adhesive of the a-rubber on the videoscope. No patient involvement was associated with this event.